Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 130613 with the incident lot was observed in the photos but was not observed in the samples.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes "edta-367841-low draw."